Event description:
It was reported that the patient's first pump "just stopped working." The patient was in serious pain and the doctor pulled out all of the medication. It was reported this issue happened in 2010 when the old pump was replaced. It was unknown what drug was used in the patient's first device system. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had been seen and the reporter had nothing else significant to report. The patient was receiving appropriate therapy. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot# serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type catheter. (B)(4).